Event description:
The patient underwent a thrombectomy procedure in the right lower extremity (rle) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), an indigo system separator 7 (sep7), a guidewire (0.035), and a sheath (45cm) via the left groin. It was reported that the procedure was completed, but flow was not able to be restored through the limb. Hemostasis was achieved with a collagen plug. Post-procedure, the patient had continued pain with a cool and mottled right foot with decreased sensation, and pulses were only present at the bypass graft site. The patient required a right above the knee amputation (aka) and in-patient hospitalization due to the limb ischemia. The event was considered resolved on (B)(6) 2025. Right lower extremity ischemia was reported to be a serious adverse event with a definite relationship to the indigo aspiration system and a definite relationship to the index procedure. On (B)(6) 2025, additional information was received from clinical that right lower extremity ischemia was determined to be a serious adverse event with an unrelated relationship to the indigo aspiration system and an unrelated relationship to the index procedure. On (B)(6) 2026, additional information was received from clinical that right lower extremity ischemia was determined by the independent medical reviewer (imr) to be a serious adverse event with a possible relationship to the indigo aspiration system (cat7) and a possible relationship to the index procedure. On (B)(6) 2026, additional information was received from clinical that right lower extremity ischemia was determined by the independent medical reviewer (imr) to be a serious adverse event with an unrelated relationship to the indigo aspiration system (cat7) and a possible relationship to the index procedure. The imr noted that the patient had profound acute limb ischemia (ali) on presentation and had multiple attempts at mechanical thrombectomy and thrombolysis, without acute benefit or resolution. It was reported that this was not a device/drug issue, but rather a clinical event that was quite difficult to treat and unfortunately an undesired outcome.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team: 1. Section b. Box 5. Describe event or problem. Note: right lower extremity ischemia was previously reported to be a serious adverse event with a possible relationship to the indigo aspiration system and to the index procedure. However, on (B)(6) 2026, an update was received that the previously reported right lower extremity ischemia was determined to have an unrelated relationship to the indigo aspiration system. Therefore, this event is not considered reportable against the indigo aspiration system.

Event description:
The patient underwent a thrombectomy procedure in the right lower extremity (rle) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), an indigo system separator 7 (sep7), a guidewire (0.035), and a sheath (45cm) via the left groin. It was reported that the procedure was completed, but flow was not able to be restored through the limb. Hemostasis was achieved with a collagen plug. Post-procedure, the patient had continued pain with a cool and mottled right foot with decreased sensation, and pulses were only present at the bypass graft site. The patient required a right above the knee amputation (aka) and in-patient hospitalization due to the limb ischemia. The event was considered resolved on 13-oct-2025. Right lower extremity ischemia was reported to be a serious adverse event with a definite relationship to the indigo aspiration system and a definite relationship to the index procedure. On 24-oct-2025, additional information was received from clinical that right lower extremity ischemia was determined to be a serious adverse event with an unrelated relationship to the indigo aspiration system and an unrelated relationship to the index procedure. On 15-feb-2026, additional information was received from clinical that right lower extremity ischemia was determined by the independent medical reviewer (imr) to be a serious adverse event with a possible relationship to the indigo aspiration system (cat7) and a possible relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.